Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a dependent patient presented for routine follow-up, upon interrogation multiple noise events were noted on the atrial lead. The noise could be recreated with upper arm isometrics. The device was reprogrammed and the patient would be monitored.